Event description:
It was reported that the patient had no stimulation sensation on three different occasions. It was noted that approximately 1.5 weeks ago, she did not feel stimulation, she checked her patient programmer and the device was on, but there was no sensation for about 45 minutes. This occurred twice since then during the night with the same report of the device being on and different positions were noted; however, the no sensation experience did not last long. The patient met with the manufacturer representative today, tested the patient in all positions, and reported all were good, receiving stimulation. The patient was requested to keep a diary as to when this happens, positions, etc. And it was discussed turning off adaptive stimulation (as) to see if this affected it or not. It was noted that the patient had two groups with as, and both had three programs. Additional information received reported the patient had a fading sensation that left stimulation sub-therapeutic. One event occurred when the patient was watching a movie in a theater and another when the patient was ¿out and about,¿ it was unsure if there was a third event. The movie theater event was not remedied when the patient left her seat and walked about, which should have repositioned to upright causing an additional amplitude change. Of the three programs in the active as group, one of the amplitudes was set to decrease when mobility was detected. It was reviewed that possible causes could be that the lying position was triggered while in the theater, the mobility change triggered the decreased amplitude, and it was noted that the manufacturer representative was interested in having the device data analyzed for any anomalies in stimulation amplitude. Three days ago, the patient was walking at 5:45 pm, the device went really low for four minutes, at 5:49 back to normal, at 5:50 back to low again and it stayed there. The patient changed to manual mode and was able to resolve and no other issue. Programming for the group active during the experienced issues was as follows: upright-b1=3.8, b2=3.0, b3=3.5; and upright/mobile-b1=3.3, b2=3.3, and b3=3.9.

Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n302563, implanted: (B)(6) 2012, product type: screening device. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).